Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen turned black the user tried to turn it on again, but it didn't work. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, april 27, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the pyxis would not turn on. A field service engineer asked the customer to inspect the power cable and confirmed that it had been unplugged, which had caused the issue and the customer then securely reconnected the power cable to the wall outlet, resolving the problem. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.